Event description:
Boston scientific received info that one day post implant, the atrial lead dislodged and fell into the ventricle causing ventricular ectopy. Complete loss of atrial capture was noted. The pt is currently working with the physician to resolve this issue. There is no further info available. Should additional information become available, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.